Event description:
Report from the USA stating the device had. It is unk if the device was used in surgery. It is unk if injuries or medical intervention were reported. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).